Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an air bubble anomaly and was experiencing high blood glucose. The customer's blood glucose level during the incident was 229 mg/dl. They noticed the air bubbles after noticing the high blood glucose. It was noted that there was one big air bubble while the rest were small. The customer had two reservoirs with air bubbles which she changed out. The product will be returned for analysis.

Manufacturer narrative:
Three random sealed reservoirs were evaluated. Performed pre-fill test to reservoirs. No air bubbles were observed during analysis. The device checked o-rings and stopper groove for defects and none were found. The device resulted in no air bubbles.